Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The pt noted they had their most recent ins (second ins) was explanted because their ins wasn't working to provide them therapeutic relief and the ins battery "shorted out" since october or (B)(6) of 2021.